Manufacturer narrative:
Product evaluation found lens returned dry in a small plastic vial. Visual inspection found lens covered with clear, sticky residue and the haptic with three missing pieces. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -14.5/1.5/169 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to lens rotation not associated to a low vault. As of (B)(6) 2017, the lens is still not exchanged.

Manufacturer narrative:
Conclusion code: per dfu contraindications vicl's is contraindicated in the presence of any cataract in the operative eye or non-traumatic cataract in the fellow eye. (B)(4)